Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), explanted: (B)(6) 2016, product type: pump. Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2016, product type: pump. Product ID: 8780, lot# 0210243869, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter.

Event description:
On 2016-02-11 additional information was provided by the representative regarding this event. In the evening of (B)(6) 2015 the patient started experiencing the underdose symptoms. Although it was later reported that the date of this was unknown. The pump implanted at the time was 8637-40 (B)(4) and the catheter was 8780/0210227960. This catheter had been implanted on (B)(6) 2015. At the time of the revision on (B)(6) 2015 there was not evidence of an sc connector disconnect nor a misalignment. The pump connector was leaking under the rubber. The cause of the leak was not determined. The kink that was discovered on (B)(6) 2016 was "far away" from the pump connector. There was reportedly no relationship to the kink and the suturing performed because of the leak. Regarding the report that there was no backflow of liquor but they could rinse the catheter and saw contrast agent it was further clarified that the doctors were able to rinse and push contrast agent, but after this, there was still no backflow from liquor. It was confirmed that the implanted system after the revision on (B)(6) 2016 consisted of pump (B)(4), the new pump segment catheter 8780 lot 0210243869 and still the distal segment of the 8780 with lot 0210227960. Reportedly, the patient did not experience symptoms between the revision of (B)(6) 2016. However, it was also reported that the patient experienced underdose symptoms again which required another catheter revision on (B)(6) 2016. Both catheters, 8780 lot 0210243869 and the 8780 with lot 0210227960 (distal) were removed at the time of the catheter revision on (B)(6) 2016. The new catheter that was implanted on (B)(6) 2016 was the 8780/0210563936 and at the moment the patient was fine and the therapy was effective again. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4). Explanted: (B)(6) 2016, product type: pump. Product ID 8637-40, serial# (B)(4), implanted:(B)(6) 2016, product type: pump. Product ID 8780, lot# 0210243869, implanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
On 2016-01-18 information was received from a health care provider via a representative regarding a patient in (B)(6) who was receiving an unknown drug via an implantable pump for failed back surgery syndrome (fbss). As reported, the patient was in another hospital again (see the previous revision in (B)(6) of 2015 as captured in manufacturer report # 3004209178-2015-18067, #3007566237-2015-03720, 3007566237-2015-03717, and 3007566237-2016-00761) with underdose symptoms. On (B)(6) 2015 they opened the pocket of the pump in the operating room and found a leakage around the catheter port. They decided to make a suture around the ¿gum¿ of the catheter port and after that there was no more liquid seen. The patient went at home on the (B)(6) 2015. Since then, both clinics initially had no more feedback from the patient. However, on 2016-01-28 the representative reported that the patient again had underdose symptoms and on (B)(6) 2016 the pump pocket was opened. They moved the catheter ¿away¿ from the pump and there was no backflow of liquor. A new pump was implanted ((B)(4)) and there was still no backflow of liquor through the sideport. The physician saw a kink 3 centimeters behind the sutureless pump connector. The damaged part of the catheter was cut and a new pump segment (8780 lot 0210243869) was implanted. However, there was still no backflow of liquor despite also trying another syringe. Reportedly, they could rinse the catheter and saw the contrast agent at the catheter tip in the spinal space. The explanted pump and catheter portion were being returned. There was inquiry regarding the metal pin of the pump where the catheter was connected to the pump if this pin was damaged. Further, on (B)(6) 2016 a the revision of the catheter took place in the operating room of the hospital in (B)(6). They explanted the old catheter, and replaced it with a new one, which was then connected to the existing implanted pump. The explanted catheter was still at the hospital but expected to be returned. Additional information was requested to clarify the alert date, event date, cause of the leak and kink, and clarifying details including allegations and patient symptoms associated with the reported (B)(6) 2016 revision. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the catheter (lot# 0210227960) found no significant anomaly. The catheter was returned incomplete, in segments, but met acceptable testing.